Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 feb. 2024, a 29mm epic plus mitral valve was implanted in a patient. On (B)(6) 2024, the patient was diagnosed with thrombosis of the mitral valve and it was necessary to use an anticoagulant to treat the problem. Transesophageal echocardiogram in addition to the transthoracic examination carried out on (B)(6) 2024 showed anomalous movement of the interventricular septum. Preserved myocardial contractility of the other segments of the left ventricle. Preserved biventricular systolic function. Biological prosthesis in mitral position with thin leaflets, preserved opening (av = 2.1 cm²). Doppler does not show reflux. Maximum dg of 15 mmhg, average dg of 5mmhg. A heterogeneous image is observed, with anechoic points inside it and small mobile components adhered to its surface adjacent to the medial prosthetic ring, extending from the left atrial wall to the lower portion of the interatrial septum, measuring 14x5mm. Another slightly heterogeneous image can be seen on the lateral portion of the prosthetic ring, measuring 3.6x8mm. Such findings may correspond to abscess formation. The patient is stable.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that a epic plus mitral valve was implanted in a patient. Later on, the patient was diagnosed with thrombosis of the mitral valve and an anticoagulant medication was used to treat the problem. The patient is stable. Based on the information received, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.